Event description:
The customer reported that the 9800 system cine is not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive connector was reseated during the service call. The system was tested and found to be working as intended and put back into service.